Manufacturer narrative:
The device was returned to olympus for inspection, and the reported event was confirmed. Based on the results of the investigation, the image goes out during angulation. The root cause could not be specified; however, it is likely attributed to an electrical component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device

Event description:
It was reported that the bronchovideoscope image was black. It is unknown when the event was found. There were no reports of patient involvement.